Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to ventilate a patient (age & gender unknown), the device stopped ventilating. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file observed that the airway pressure high alarm occurred. Potential causes for this alarm include kinks or blockages in the breathing circuit, exhalation valve, or patient airway. However, without receipt of the device, further investigation could not be performed. Analysis of reports of this type has not identified an increase in trend.